Manufacturer narrative:
The product has been requested however not yet received.

Event description:
During a posterior subcapsular cataract removal, after all nucleus and almost all cortex had been removed, the metal tip of the irrigation/aspiration handpiece protruded from the side of the silicone tip and penetrated through the posterior capsule. The posterior capsule was torn. The tear was large. An anterior vitrectomy was performed. The surgeon placed a single piece toric iol inside the bag as per routine. The cataract operation was completed without further surgery. Post operative day one without correct is 6/7.5. Dva is good.

Manufacturer narrative:
Two handpieces were returned in a plastic bag without the original tyvek. Visual inspection of the two instruments indicated that one of the instrument cannulas was slightly bent and the tip of the cannula was prolapsed through the sleeve's irrigation hole. The sleeve of the second instrument was wrinkled and a large part of the cannula was visible without sleeve. The instruments cannot function properly in this condition. In both cases the length of the cannulas were measured and they were according to the specification. The sleeves were also pulled back to the original position and appeared according to the specification. The DHR was reviewed, no deviation or issue were detected. Lot was manufactured according to specifications. The cause of the damage cannot be determined.